Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This supplemental is being filed to capture the return date as the product was returned. However, no analysis was performed as reported allegations of infection were known inherent risk of device.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection with sepsis. Also, patient had negative blood cultures. There were no additional adverse patient effects reported. The ICD was explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection with sepsis. Also, patient had negative blood cultures. There were no additional adverse patient effects reported. The ICD was explanted.